Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A small pre-existing pericardial effusion was seen prior to the start of the procedure around the right ventricle. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 35mm wds was prepared, advanced, and deployed. The appendage was noted to be very pectinated. After four (4) attempted deployments, the patient's blood pressure dropped, and a pericardial effusion was observed on echocardiography. A pericardial tap was performed to treat the effusion, blood was reinfused to the patient, vitals were stabilized, however the pericardial effusion remained unchanged for 15-20 minutes. The patient was transferred to the operating room (or) to have a surgical repair of the laa, and a surgical clipped placed to treat the appendage. Surgery was successful and patient was sent to the intensive care unit (ICU) for recovery. There were no further patient complications reported, and the patient was discharged.